Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-apr-2024, it was reported that patient faced an infusion set tubing was detached from hub. The patient never connected the infusion set on site. Patient replaced infusion set and resumed insulin successfully. No further information available.